Event description:
The customer reported that one of their gz transmitters suddenly dropped off the central nurse's station (cns) screen and the tile went blank. When the unit came back up it was going in and out of communication loss. During this time patient monitoring was interrupted.

Manufacturer narrative:
The customer reported that one of their gz transmitters suddenly dropped off the screen and the tile went blank. When the unit came back up it was going in and out of communication loss. During this time patient monitoring was interrupted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that one of the gz transmitters suddenly dropped off the central nurse's station (cns), and the patient tile went blank.

Manufacturer narrative:
Details of complaint: the customer reported that one of the gz transmitters suddenly dropped off the central nurse's station (cns), and the patient tile went blank. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) was contacted by the customer who stated that the issue was previously reported (no ticket information was provided, see analysis below for notes on facility history). The customer stated they were operating devices on 2.4ghz instead of 5ghz due to other hospital equipment. Nk ts reached out to the nk director of marketing for assistance who suggested they verify the number of devices being monitored on laptop. If more than eight (8) devices were being monitored it could confuse the system, leading to the drop off and the blank tile, as ip addresses may be duplicated. Another possibility could be that if the devices were out of range of the access point, they lose connection. No other information provided. With the available information, a root cause cannot be determined. It is most likely an environment (facility network) issue but no correspondence since 02/14/2022 suggests they were able to resolve the reported issue. A review of the serial number shows no recurrence of the reported issue. A review of the facility's history shows a complaint called in 5 days after this complaint for the same issue, but it was listed under the serial number for the gz and not the wss kit. Two inquiries were listed in regard to the wss kit, but both tickets were listed as non-complaints. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.